Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. Correction: d2a. The reported event could not be confirmed as images were not provided by the customer for review. Additional information could not be obtained from the sales representative. R&d and DHR reviews confirmed the implant was designed and manufactured per procedures, with no deviations identified. Although the implant was reported as too small, this may relate to brain swelling noted in the initial scan and documented in the IFU. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the surgeon believed the implant was too small and too thick and did not implant it.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.